Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. On 12/2001, patient's blood glucose was 54, 55 and 44 mg/dl, compared to the hospital results of 378 mg/dl. Tests were done 20-31 minutes apart. Patient was treated with insulin and fluids. Attempts to contact patient have been unsuccessful.